Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the probe broke off at 17mm from the distal end. There were any scratches, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The mfg history was reviewed, with no irregularities noted. As the result of the eval, we have concluded that the probe broke due to the stress by touching physically something have the cracked probe. As the cause of the scratches on the probe, before the operation or which the user doesn't even recognize, the probe contacted with any hard objects or damaged by any sharp objects. Improper handling the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical system corp (omsc) was informed that during laparoscopy-assisted distal gastrectomy (ladg), when the user excised the adhesion part of the stomach and the peritoneum, the probe of the subject device broke and the fragment fell off into the patient's abdominal cavity. The fragment was retrieved immediately and the procedure was completed with another t3905. The device was new and the nurse had confirmed the output before the operation. The device broke after 2 or 3 times outputs during the procedure. The user informed us that he has never activated output, while grasping hard tissue, twisting the instrument with grasping tissue or being in contact with other metal with the probe tip. And also he informed us that he has never thrown the instrument. There was no report of patient's injury regarding this event.